Event description:
A hosp in (B) (6) reported via a fisher & paykel healthcare rep that septal tissue breakdown occurred in 3 infant pts in set-ups which included the bc2425-20 neonatal oxygen therapy nasal cannula. The hosp advised that the nasal cannulas had been secured to the pts' faces with securing tape to 'prevent vertical but not lateral movement'.

Manufacturer narrative:
(B) (4). The complaint oxygen therapy nasal cannulas are not manufactured by fisher & paykel healthcare ('fph'). Fph is in the process of contacting the MFR for further info. We are currently awaiting a response. We will provide add'l info in a f/u report upon receipt of the info requested.